Event description:
It was reported the device exhibited a recurring overpressure alarm. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found the device to be in used condition and a bubbled dso seal. A 'downstream occlusion' alarm was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the root cause was not established. The service history review identified no indication that the complaint was related to a service of the device within the review period.